Event description:
It was reported that the patient was observed with pectoral stimulation during the atrial oversensing. There was oversensing on both the atrial and ventricular leads, which appeared as noise observed on the strips. The oversensing was unable to be reproduced. The patient mentioned that they sleep near a radio. Both leads also measured low impedance. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4568-45 lead, implanted: (B)(6) 2003. (B)(4).